Manufacturer narrative:
(B)(4). Device evaluation: the lens was evaluated and was observed cut with residues of viscoelastic related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified and it could not be determined if the condition observed is related to manufacturing process since impacted lens was used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaint folder has been created for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) was explanted from patient's right eye in a secondary surgical procedure because of refractive surprise. Patient was unhappy with refractive power. The patient previously had lasik but there are no records of it. The replacement lens used is a za9003 model lens of 19.5 diopter. Additional information was received stating that no medical/surgical intervention was required. The patient was doing fine at the time of discharge. Patient/user outcome: target refractive value pre-op (pre-initial implant): +1.00 sph -3.00+0.50x105 pre initial implant refraction. Final refractive value post-op (post-initial implant):+1.00sph -4.00+0.50x085 post initial implant refraction. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.